Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event occurred during various dates between 15-aug-2025 to 18-aug-2025 and involved a 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿ w/red cap, 20 drop in-line drip chamber, spiros®, bag hanger, drop-in red cap where it was reported there was an unidentified white substance in tube. The issue was identified when the registered nurse (rn) was priming the tubing with chemotherapy for a specific patient. There was no patient involvement and no adverse event.

Manufacturer narrative:
Received two (2) new. List #cl3020, 40" (102 cm) appx 4.8 ml, admin set w/chemolock¿ w/red cap, 20 drop in-line drip chamber, spiros¿, red cap, bag hanger; lot #14407404. As received, the sets were inspected with ultraviolet (uv) light, and the presence of solvent at the bond connection with the chemolock and the drip chamber in all the sets was confirmed. The complaint of an unidentified white substance in the tube can be confirmed. The probable cause an errant solvent during manual assembly process in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.